Event description:
It was reported that during a laparoscopic roux-en-y procedure, the device stopped working in the middle of the case. The or staff took the appropriate steps of troubleshooting, cleaned the instrument tips and raytec, retightened, turned machine off and then on and performed the test. Instrument would not test out. Another was used to complete the case. No pt consequences. One device returning.